Manufacturer narrative:
The cause of the discrepant patient results is a sample probe crash. The issue was detectable during daily maintenance but patient results were reported prior to the discovery of the issue. The account reports that the issue was resolved with sample probe replacement. After this action, the instrument was performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant hemostasis results were obtained on multiple patient samples (60) run on the bcs instrument. The patient results were reported to the physicians. The samples were repeated after an instrument issue was discovered and corrected results were issued. The account states that some patient treatments were altered or prescribed on the basis of the discrepant results. The account reported that there were some patients that had their anticoagulant therapy changed, but was unable to provide any further details. They reported that they were unsure to what extent the individual results made on the decision to change anticoagulant therapy. There was no report of adverse health consequences as a result of the discrepant results or treatment changes.